Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the exera identification chip had no data (the data was restored after aeration), the bending section cover adhesive had a crack, the light guide lens had liquid / fluid inside (the lens was dry after aeration), an e216 error code / no image was display (the image was restored after aeration), switch 1 - 4 did not work (were functional after aeration), the bending section had a reading of ec7.6ohm and had fluid evident (dry after aeration), the control body and the scope connector had fluid evident / corrosion (dry after aeration). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope image displayed on screen alternates between brief moments of clarity, snowy images, bars and lines across the screen, and the occasional total blackout. The issue was found during preparation for use (without a patient in the room), the unspecified intended procedure was completed with a similar device. There was no patient harm or involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed fluid invaded the scope connector and the image was restored after drying the subject device. Due to the fluid invasion, conduction failure occurred which led to the malfunction. The event can be prevented by following the instructions for use which state: important information ¿ please read before use: warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.